Event description:
It was reported when the device was used in right hemicolectomy, the silicon iris ripped and tore during the second insertion of the surgeon's hand. Another lap disc was used to complete the case. The er320 used did not properly form the clips. The clips were not forming at the distal tip. Another er320 was used to complete the case. There was no pt consequence.